Event description:
The customer stated when they took the shrink wrap off the shipping pallet of cell-dyn reagents including 20 liter bulk reagents, the reagent boxes that were stacked six high almost fell on the tech. There was no report of injury to the customer.

Manufacturer narrative:
No consequences or impact to patient (B)(4). Shipping (B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The date of this report was corrected to (B)(4) 2012 from (B)(4) 2012 as documented in the initial medwatch submission. Verification of this date was obtained which is reflected in this submission. Evaluation of this issue concluded the (B)(4) site shipping procedures dictate the maximum pallet height does not exceed 5 feet for the cell-dyn reagent 20 liter cubitainers which are 11 inches in height . The customer's shipment of 20 liter cubitainers was not shipped from the (B)(4) site, as the reagent shipment was first sent to the (B)(4) site, re-stacked and re-shipped to the customer. The (B)(4) site shipped the cell-dyn 20l reagent cubitainers stacked up to 7 cubitainers high. No product deficiency was identified with the cell-dyn 20l reagent, however, a potential non-conformance investigation was initiated to further investigate the shipping issue.

Manufacturer narrative:
The shipping issue was further evaluated which determined the (B)(4) distribution center operations will update the process of pallet packing procedures (B)(4). By updating the process to limit the stacking height of the pallet, it will reduce the opportunity of having too much weight stacked on the pallet, which in turn, creates an unstable pallet.